Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor removal from the patient's body the sensor wire broke and a portion remained in the patient's skin. Patient's mother removed the broken wire with tweezers. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.